Event description:
Boston scientific received information that at the most recent follow up of this pacemaker implanted with this right ventricular (rv) lead noise was noted. A loss of capture was also noted as well as high out of range pacing impedance measurements which were mitigated when programming the device to a unipolar configuration. Daily measurements revealed that several threshold measurements were not measured and an increase in ventricular pacing thresholds was noted. The physician requested technical advice regarding this case. Technical services discussed the high out of range impedance measurements could be indicative of a ring electrode conductor damage or a possible fracture. As the ring conductor is most likely damaged or fractured, a lead replacement was considered. However, due to the patients condition no replacement was planned. No adverse patient effects were reported. At the most recent follow up in (B)(6) 2014 it was noted that out of range pacing impedance measurements were noted on the right atrial (ra) lead as well as loss of capture. The right atrial lead (ra) was explanted and will be returned. No additional adverse patient effects were reported as a result. The device was explanted and was discarded.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.